Manufacturer narrative:
(B)(4).

Event description:
Customer reported that an 840 ventilator had no audio alarm. Device was being used on a patient when event occurred. The patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. Customer reported that the malfunction could not be duplicated. Covidien was not authorized to evaluate the device.